Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 244 mg/dl, verified by fingerstick, after a usual dinner while using the ilet system; the user had changed supplies earlier, confirmed no site or tubing issues, observed drops during tubing test, and previously received and dismissed an occlusion alert at a lower glucose after which insulin delivery resumed without further alarms. Symptoms included elevated blood glucose. Outcomes included self-management with automated corrections initiated and planned follow-up to confirm resolution. Investigation included a remote review of device notifications, bionic report data, user-reported site and tubing checks, and functional confirmation of insulin delivery via drop test. Investigation of this case revealed no confirmed occlusion or hardware malfunction, and the event was consistent with hyperglycemia potentially related to an incorrect meal announcement rather than a device failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.